Event description:
Medtronic lead in defibrillator fractured. Was a recalled lead. Not removed earlier due to risks involved. Presently old lead disconnected and left in place and new lead placed. Hospitalized for 6 days as happened on a friday, and had to be turned off due to risks of continuous shocks and or death. Defibrillator/pacer was placed in 2006. Recall 2007/2008 for lead wire.